Event description:
It was reported that the lead exhibited capture thresholds greater than 7.5 v, 1.5 ms. The patient appeared to have exit block. No action was taken as the patient was in intrinsic rhythm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.